Manufacturer narrative:
No additional information has been provided. The investigation has started. A follow up report will be submitted upon completion of the manufacturer's investigation.

Event description:
It was reported that the infinity m300 did not trigger a high-priority alarm for ventricular tachycardia (vt) with a heart rate greater than 120 beats per minute (bpm). Instead, the device alarmed with a medium-priority alarm. It was also noted that there was an instance where the infinity m300 did not trigger any alarm at all. The biomedical engineer tested the affected unit using a simulator and found the device would only alarm for ventricular fibrillation (vf) but not vt.

Manufacturer narrative:
It was reported that the infinity m300+ telemetry monitor triggered a medium-priority alarm for high heart rate when the user expected it to trigger a high priority alarm for ventricular tachycardia (vt). The infinity central station (ics) log files, along with the screenshots of the infinity m300+ alarm limits and the electrocardiogram (ECG) waveforms from the time of the event were reviewed. The ECG waveforms provided show that the patient was being paced. The m300+ creates a reference ECG template by learning the dominant qrs pattern of a patient. The reference complex is then stored, and all subsequent beats and rhythms are compared against it and classified as either normal or irregular. In this case, the algorithm classified the vt beats as normal when the reference complex was learned due to the width of the paced beats. Therefore, the criteria for a vt alarm were not met. Multiple attempts were made to obtain the technical details of the pacemaker, but this information was not provided. It was additionally reported there was an instance where the m300 did not trigger any alarms at all. However, upon review of the device log files it was confirmed the device generated multiple alarms and each alarm was subsequently silenced via the user interface. The infinity m300+ instructions for use (IFU) informs users of the criteria for the ECG arrhythmia detection algorithm and describes the learning/relearning qrs pattern behavior. Additionally, users are warned to always keep pacemaker patients under close surveillance and monitor their vital signs carefully. It tells users to not assess the patient¿s condition exclusively from the heart rate values the monitor displays and the rate alarms that are generated, and that heart rate meters may continue to count the pacemaker rate during cardiac arrest or some arrhythmias. It additionally states some pacemakers (especially external pacemakers with body surface electrodes) emit pulses with amplitudes far exceeding the 700 mv maximum amplitude specified for the m300. The m300 may incorrectly detect these large pacemaker pulses as valid qrs complexes and may fail to detect cardiac arrest. In conclusion, there was no device malfunction.

Event description:
It was reported that the infinity m300 did not trigger a high-priority alarm for ventricular tachycardia (vt) with a heart rate greater than 120 beats per minute (bpm). Instead, the device alarmed with a medium-priority alarm. It was also noted that there was an instance where the infinity m300 did not trigger any alarm at all. The biomedical engineer tested the affected unit using a simulator and found the device would only alarm for ventricular fibrillation (vf) but not vt.